Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of the right atrial (ra) lead, a noise was noted upon testing. It was noted that there was no contact of the atrial lead with the stylet and the testing cable. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.